Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the insulin pump alarmed button error. The current blood glucose reading is 82 mg/dl. Customer stated that she went for light jog and the insulin pump's screen was against the body. Customer will go to hospital because she does not have a backup plan until the insulin pump arrives. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed button error due to corroded keypad traces. Cracks to the case, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot and a scratched lcd window also noted.